Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported the site recently had some issues placing the catheters due to the guidewire slicing through the tip of the catheter while positioning it. It was noted that they were utilizing the catheters in cardiac procedures to increase perfusion to the spinal cord by reducing the overall fluid volume in the lumbar space. The manufacturer representative stated they told the site tips to stop the wire from progressing.